Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging the pump had an alarm sound. Pump unavailable for review at present time. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no defect was found. No alarms recorded in the alarm history on event date (B)(6) 2015. Pump boots to the verify screen with no issues. A 24hr duration test was successfully completed with no alarms duplicated. Unable to confirm or duplicate the complaint.